Event description:
Account states the heated wires are melting the circuit. The end users feel that there is a difference in the circuits, namely that the wires are longer and consequently they are resting on the circuit causing the melt. One therapist reported that the circuits feel longer to her because sometimes they even come out the end, should the circuit become disconnected from the wye. Seems to be a recent occurrence.